Event description:
Reporter stated the bolts on both casters started to back out approx 2" and the family members noticed this and continued to transfer end user resulting in a cut on the back of end user's leg. The cut required 17 stitches.